Event description:
During a follow-up in-clinic, the right atrial (ra) lead was found to be displaced. Diagnostic imaging was performed to confirm lead dislodgement. The ra lead was explanted and replaced to resolve event. The patient was stable.